Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system (model# unknown serial# unknown). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a lasso nav variable eco catheter and a magnetic sensor error occurred. Error code 105 on the carto 3 system displayed when the lasso nav eco catheter was connected. The returned device was visually inspected upon receipt and the tip lumen was partially detached from the shaft. Internal wires were exposed. This condition was not reported by the customer and it was not noticed prior to shipping it back for analysis. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the tip lumen. Manufacturing team was involved in the investigation. Based on the analysis made, pu (adhesive) was properly applied around the affected area. All the components and materials were found in good conditions and no anomalies were observed. Therefore, the root cause of the polyimide stiffener slippage could not be determined. An internal corrective action has been created to address this issue. Then per the reported event, the catheter was evaluated for eeprom, carto 3 and coil disconnection tester (cdt). The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, the sensor coils resistances were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The reported customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a lasso nav variable eco catheter and a magnetic sensor error occurred. Error code 105 on the carto 3 system displayed when the lasso nav eco catheter was connected. Changing out the catheter cable did not resolve the issue. Changing out the catheter did resolve the issue and the procedure continued with no patient consequence. The event was originally assessed as not reportable as electrophysiology (ep) labs are equipped with many complex systems connecting one to another and to the patient such as fluoroscopy systems or air conditioning systems. This lab equipment can cause severe distortion to the magnetic field. Upon visual inspection of the returned complaint catheter on (B)(6) 2015, the biosense webster (bwi) failure analysis lab discovered the transition from the shaft to the tip lumen open exposing wires. This is indicative of a reportable event because the area where the wires are exposed is inside of the patient and exposed wire in patient contact can lead to serious injury. Upon request, additional information was provided on the returned catheter condition. There was no difficulty in removing the catheter. The condition was not noticed prior to use, upon withdrawal or prior to shipping the catheter back to bwi. An agilis 8.5f sheath was used during the procedure. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on (B)(6) 2015 and have reassessed the event as reportable.